Event description:
The generator was returned to manufacturer for analysis. During electrical testing, capacitor c9 was found to exhibit an out-of-limit leakage current. The leakage current had minimal detrimental effect on battery longevity based on the acceptable current consumption values obtained during electrical test. The component is intended to provide protection in the event of an internal circuit anomaly. In normal operating modes, the component leakage has negligible effect on device functionality. The cause for the leaky capacitor was not determined.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed product met manufacturing specification. Device failure occurred, but did not cause or contribute to a death or serious injury.